Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed using naked eye. Functional testing (leak testing, clear passage test, and clamp function test) was performed. The minicap did not meet specification. A broken occluder foot was noted during visual and functional testing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screw thread breaks on a minicap extend life pd transfect w/twist clamp. The extension line was changed and prophylactic antibiotics were given intraperitoneally. The transfer set had been in place for 3 months. No cleaning solution or disinfectants were used on the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.